Event description:
On (B)(6) 2013, animas was notified that an unknown "yellow" object had been noticed in the insulin reservoir. The patient elected to administer their insulin with a 'back-up" syringe option. There is no additional information available at this time. This report is being made based on the allegation that a foreign object was reportedly in the cartridge.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(6).